Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer experienced low blood glucose. The customer's blood glucose was 50mg/dl; treated with cookies and current blood glucose was 118mg/dl. The customer declined troubleshooting.